Event description:
The dealer called stating they just received the unit and the low o2 alarm isn't working. He doesn't know his acct number so they will call back to set up ra. Update - the unit does not alarm when flow is blocked.